Event description:
The customer called for assistance, and during the call she began to experience high blood glucose. The customer's blood glucose read "high" on the glucometer. Paramedics were called to assist the customer. The call was disconnected once paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.